Event description:
It was reported that this bioprosthetic valve was explanted after an implant duration of two (2) months due to aortic regurgitation. Per the physician, "the left coronary ostium [laid] fairly low and the prosthesis was distorting the orifice." There was no evidence of any leak around the valve, however, tee revealed "what looked like a central leak, but clearly the left ostium was very close to the valve." This 21 mm valve was replaced with a 19 mm pericardial bioprosthesis. There were no reported complications and the patient left the operating room in good condition.

Manufacturer narrative:
(B)(4). The explanted device was not returned to edwards for analysis because it was discarded at the hospital. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.